Manufacturer narrative:
Issue identified during product analysis. H3: device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that the screen on this 980 ventilator freezes, the ventilator generates a circuit pressure error and the arm that holds the circuit is missing a piece. The device was available for evaluation. The service personnel (sp) inspected the ventilator but could not duplicate the screen freeze but performed a touchscreen calibration as a precaution. Sp provided the part number to the customer to order the flex arm which holds the circuit due to breakage. Sp identified short self test (sst) circuit pressure test diagnostic codes in the logs and based on the codes the sp replaced the exhalation valve assembly (eva) as additional findings, sp found the following: ¿ background diagnostic code in the logs and based on the code sp replaced the line interface 2 printed circuit board assembly (pcba) along with the universal serial bus (usb) flash drive ¿ broken service mode button on the line interface 1 pcba which was replaced. The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. One line interface 2 pcba was returned to medtronic for further analysis. The component was visually inspected and functionally tested with no malfunction or product deficiency observed. One universal serial bus (usb) flash drive was returned to medtronic for further analysis. Visual inspection showed no anomalies. The returned usb flash drive along with line interface 2 pcba was attached to the failure investigation test ventilator for analysis. The unit powered up normally after entering the test ventilator serial number but while entering service mode, the ventilator generated the same error code as reported, confirming a faulty usb flash drive one line interface 1 pcba was returned to medtronic for further analysis. Visual inspection showed that the button to access the service mode on the pcba was damaged, verifying the field service finding. One eva was returned for further analysis. A visual inspection was carried out on the returned eva and no anomalies were observed. Analysis determined the exhalation sensor printed circuit board assembly (pcba) of the returned eva was prior to the implementation of a change to address autozero solenoid (so1) failures; therefore, no further testing was performed. Investigation determined if so1 were to fail while in use on a patient, the ventilator response would be to enter backup ventilation (buv). The report that the ventilator¿s screen freezes could not be confirmed. The investigation found the unit¿s flex arm and service mode button were broken, however, the cause of the breakages could not be identified. The additional findings of background diagnostic codes in logs were related to a faulty usb flash drive. These events are included in a trending and monitoring plan. The likely cause of the sst circuit pressure test failure was determined to be consistent with a faulty so1 on exhalation sensor printed circuit board assembly (pcba) of the eva. There is an existing previous internal investigation regarding this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the screen on this 980 ventilator freezes, the ventilator generates a circuit pressure error and the arm that holds the circuit is missing a piece. The ventilator was not in use on a patient at the time of the reported event.